Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) of 40 mg/dl. The user lost consciousness and was found by a family member, who called emergency medical services. The user was transported to the hospital, admitted, and treated with insulin by manual injection. The user was discharged on (B)(6) 2025. No long-term effects were reported.